Event description:
General report received of an unspecified number of undocumented incidents of difficulty regulating flow; subsequently, the patients received more IV fluids than intended. The tubing set was being used to deliver an unspecified IV solutions. After an unspecified lengths of time in use, the customer contact reported, the patients received "more fluids than expected." There were no reported adverse patient effects. No medical intervention was required. The customer contact indicated there was difficulty controlling flow with "the new clamp" while titrating to slower rates. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices was discarded. All affected foreign customers were notified via device information letter dated october 9, 2007.